Event description:
It was reported that the tip of the g7 positioning guide rod broke during use. The surgeon searched for the broken tip, and it had been found in the suction machine. There was a five (5) minute delay. There was no impact or harm to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6 the following sections were corrected: d2 visual examination of the returned product identified the tip of the guide rod is fractured just before the tapered region. There are scratches around the tip and shaft in multiple areas. No other damage was noted during visual evaluation. This device has an approximate field age of 2.5 years. Measurements are within limits. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.